Manufacturer narrative:
Concomitant medical products: dtma1d4 crtd, implanted (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) reach elective replacement indicator (eri) prematurely due to high left ventricular (lv) lead outputs. The device explanted and replaced. The lead remains in use. No patient complications have been reported as a result of this event.